Event description:
The patient was having an IV placed using the bd instyte IV catheter. During the IV placement, the internal catheter appears to have been sheared off by the autoguard retracting needle leaving the catheter severed flush with patient skin. The md explored the area under local anesthesia and the catheter was not found. The wound was closed with sutures.